Event description:
It was reported that during a gastrectomy procedure, the hand switch was non-functional in two devices. The foot switch was functional. Another device was used to complete the case. There were no adverse consequences to the pt. The devices were discarded.

Manufacturer narrative:
Date sent: 06/09/2009. Information not available, device not returned for analysis.